Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that port 18 of an em2400 valve set had no inlet connection. The compounder generated alert "port 18 moving, unable to continue operation"" the syringe was connected to check if it was leaking and it began to be filled with medication connected to port 5. This was identified during compouding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from june 08, 2021 to june 09, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The reported issue could not be confirmed or refuted from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.